Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had been experiencing no delivery alarms. She stated that she recently received a loaner insulin pump, but was still receiving no delivery alarms. She explained that she had changed the set about 15 times, and there may be an issue at the tubing and reservoir connector. She stated that she had tried different infusion sets and the reservoirs might be causing the no delivery alarms. Blood glucose value was 282 mg/dl. The customer was advised that replacements of infusion sets and reservoirs would be sent and she agreed to return the product for analysis.